Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 154 mg/dl. Customer stated the alarm occurred while he was sleeping and may have been lying on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was received with a broken battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, a severely scratched display window, and a bleeding lcd glass.